Event description:
It was reported to MFR by facility, per facility the pt was in the process of being transferred from geri-chair to bed using (B)(4) full back sling when stitching came loose from left shoulder strap. Pt fell 2-3 ft and bumped head on lift base. Small bump sustained, ice applied, x-ray performed, results: "unremarkable". Sling was rated for (B)(6). Facility stated the sling in question was laundered using bleach, as evidenced by inability to read sewn-in instructions. Facility performed retraining and skill assessment was performed.